Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unk. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.